Manufacturer narrative:
The complaint was escalated for technical complaint investigation. This battery was not returned with the device and it cannot be investigated further. The device logs indicate the battery was low due to normal drain and a warning beep was emitted to indicate battery issue. The device was found to function normally. It was attempted to download patient data, but none was found on the device. No faults found were found with this device (nff-nff). Based on the information available and the testing conducted, there was no device fault found and the reported problem not confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The customer would be provided a replacement device to resolve the issue. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
It has been reported the hs1 did not work as expected when a person was in need of medical treatment. No lights, no sound. CPR treatment was given until an ambulance arrived with another defibrillator. The patient died.